Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, that nothing displayed on the monitor. A delay in the procedure of approximately five (5) minutes occurred as another glidescope system was obtained. No harm to patient or user was reported.